Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. A probable cause is that the error code e102 occurred due to an abnormality in the light source lamp, because the phenomenon was resolved by replacing the light source lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. Olympus technical assistance center (tac) provided the customer with the following guidance to the customer: 1.) Turn the unit on. 2.) Turn the lamp on. 3.) Verify the lamp hours; if is at 500, replace the xenon lamp. 4.) Verify the spare lamp is not on. If it's on turn off the unit and replace the xenon lamp. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an issue with the lamp on the visera elite xenon light source, "e102" was displayed on the monitor. There was no patient harm associated with the event.